Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No product information was provided to understand the batches of sleeves used and no samples were returned for root evaluation, as a result, the condition of the product could not be verified. Attempts were made to retrieve product information. No changes to design or manufacturing process of infusion sleeves have been observed for company supplier sleeves. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Quality controls are established to ensure all manufactured batches meet acceptance criteria prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that issues with phaco sleeves and reports that the sleeves of the irrigation aspiration (ia) are causing tears at the infusion holes and the edge is too sharp.